Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 48 mg/dl. Customer stated that his blood glucose has been low and he stated the insulin pump was giving to much insulin and he decreased the basal rates overnight but still had the lows and stated the serial number was really faded. Customer stated the blood glucose was dropping at 4 to 5 am in the morning and he changed the basal from down and took of unit. Customer declined troubleshooting for low blood glucose on the insulin pump. Customer stated he was not in auto mode and was not using continuous glucose monitoring. Customer stated blood glucose was 40 mg/dl the next few days and he was in the 38 mg/dl range and these were finger picks he stated the sensor continuous glucose monitoring has been giving rashes and was not using it regularly as the insulin pump and hasn't been using the continuous glucose monitoring. Customer stated he treated the low blood glucose 42 mg/dl with orange juice and tested his blood glucose and he was still low 40 mg/dl and drank another glass of juice and it brought from there, he had a low blood glucose of 39 mg/dl and treated with orange juice to bring himself back up to 42 mg/dl and he repeated same treatment with blood glucose 43 mg/dl to 76 mg/dl and then went to 51 mg/dl on the same day and 48 mg/dl repeated same treatment. The insulin pump and reservoir will not be returned for analysis.